Manufacturer narrative:
This report is submitted on july 18, 2016, by cochlear limited on behalf of cochlear americas. Registration number 3009092818. Exemption number e2016011. H3 other text: device remains in use.

Event description:
Per the clinic, the patient developed an infection at the implanted site and was subsequently treated with oral antibiotics (date and duration not reported).